Event description:
It was reported that pump experienced malfunction with malfunction alarm displayed and pump time and date were found to be incorrect, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump using instructions from technical support, updated pump time with assistance, received education that incorrect date could affect uploaded reports but not insulin delivery, and was advised monitoring for any future time discrepancies and follow up if issue recurred.